Event description:
It was reported that model number 746hf8 catheter was inserted from a m3l9fhkin introducer and indwelled at pulmonary artery. In ICU after the surgery, when customer tried to pull the catheter, it was stuck. He could not pull the catheter from right ventricle. Albumin was infused from the distal lumen of the m3l9fhkin introducer. Further follow up indicated that the sales representative confirmed that the catheter was stuck near 60-70cm. A medwatch was filed for the swan-ganz catheter, model no. 746hf8, reference report #6000002-2008-09456.

Manufacturer narrative:
Device not returned.